Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device displayed error message m8300s12834703 during calibration of co2 accuracy was not identified during the customer call. Customer informed that the logic board may need to be replaced and/or reflash the operate software version needed to be compatible to pc unit software version. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displays error message m8300s12834703 during calibration of co2 accuracy. There was no patient involvement.